Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient could not recharge or connect with the clinician programmer. A trickle charge was performed 1 time. A power on reset was seen and cleared. The patient was sent home to recharge. The patient could never recharge to full and can only get ¾ battery. The patient would sit there for at least 2 hours trying to fill that last bar but could not. There were no patient symptoms reported.

Event description:
Additional information received from the rep reported that the device was overdischarge and it was during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.